Manufacturer narrative:
The field service engineer (fse) discovered clear fluid leaked from the right side of instrument from worn tubing at pinch valve pv49. The fse replaced all the tubing at pinch valve pv49 and resolved the fluid leak issue. During system verification, the fse noted percent coefficient of variation (%cv) for latron scatter was high and adjusted the flowcell alignment to obtain an acceptable %cv at 3%. The fse performed quality control (qc) without system error. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately three cups of fluid leaked under the instrument and on the counter involving the coulter hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and cleaned up the fluid. The operator did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous results were generated or released from the laboratory. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.